Event description:
A product liability claim was raised. It was reported by pt's counsel that the pt received an unk mmc cup implant on the right side on (B)(6) 2011. The pt was revised on (B)(6) 2012 due to pain. They allege that during the revision surgery, the surgeon found adverse local tissue reaction. A complete synovectomy was performed and infection was observed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for thi specific event cannot be ascertained from the info provided. Should add'l info become available, and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. (B)(4).